Event description:
Olympus was notified of an adverse event for a patient participating in the strive post market registry study. Strive is a single-arm, prospective, multi-center, registry study to evaluate the long-term safety and effectiveness of the aspiration valve system (svs) for the treatment of severe emphysema in a post-market setting. It was reported that the patient presented to the emergency department (ed) with complaints of shortness of breath (sob). The patient reported hemoptysis, cough and weakness since being discharged after initial valve placement. Prior to the ed visit, the patient was scheduled for a repeat bronchoscopy due to continued hemoptysis but the sob worsened prompting an emergency room visit. The initially reported adverse events of hemoptysis, chronic obstructive pulmonary disease (copd) exacerbation and pneumonia were determined by the treating physician to be unrelated to the device. A chest x-ray in the ed showed persistent emphysema with left sided endobronchial valves and left upper lobe (lul) collapse and increased opacity in the left lung base. It was confirmed that the pneumonia was not in the lung with the subject device. The patient received ceftriaxone, azithromycin, solumedrol 125 mg IV, albuterol and was admitted for further care. The patient later had the valves removed due to continued hemoptysis; as such, the hemoptysis was classified as massive in the setting of known cavitary aspergillus pneumonia and severe copd. It was later reported that despite multiple attempts at cautery via interventional radiology (ir), embolization of the bronchial arteries, and inhaled tranexamic acid (txa), the hemoptysis did not abate and the patient continued to bleed from multiple areas in the left lung. The patient was not a candidate for surgery due to patient¿s severe emphysema and was extubated for comfort care. The treating physician updated the relationship between the massive hemoptysis and the device to related. It was also noted the patient expired due to hemoptysis, pneumonia and severe emphysema causing acute hypoxic hypercapnic respiratory failure; the treating physician confirmed the death was not related to the device or the procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following patient identifiers: (B)(6).

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.